Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high and rising thresholds. A higher threshold safety factor was set for the rv lead, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-35, lead, implanted: (B)(6) 2007. (B)(4).